Event description:
A hospital in (B)(6) advised a patient was implanted with a plate and screws on an unknown date. Subsequently, the plate was noted as broken and patient was returned to the o.r. On an unknown date for hardware removal.

Manufacturer narrative:
Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Manufacturer narrative:
Device used for treatment. DHR review found nothing that would cause or contribute to the reported incident. All parts from subject product lot met visual and dimensional requirements throughout manufacturing and release. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The dimensions were checked and found to be in compliance with the technical drawing of the producer and ao asif specifications. The examination of the raw-material inspection sheets and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties were in accordance with the international standards iso5832 1 and astim f138. The failure was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implants had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the fracture fixation may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.